Event description:
It was reported that a spectrum iq pump over infused during delivery of epoch to a patient. The infusion was set to run at 53.1ml/hr for a volume to be infused of 1062ml. The expected length of infusion was 20 hours. The bag ran dry an hour prior to the expected finish time. When finished the pump read that there was still 85.8 ml to be infused at 53.1 ml per hour for a time remaining of 1 hour and 37 minutes and that the total volume infused was 976 ml. The bag ran dry and the pump alarmed for air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log (ehl) shows an epoch infusion initiated at 23:14 with a total amount of 1062 ml, a vtbi of 1062 ml, a duration of 1200 minutes, and a rate of 53.1 ml/hr. However, an auto-restart was required at 23:15 due to a downstream occlusion! Error. The user then stopped and restarted the pump at 01:34. A pump stop occurred at 05:45 due to an upstream occlusion! Error, but the pump was restarted at 05:47. Another pump stop occurred at 08:55 due to a downstream occlusion! Error, but the pump was auto-restarted. The user stopped the pump at 10:38, but then started it again at 10:42. The pump stopped again at 17:44 due to an air-in-line! Error, with a total amount of 86.4 ml, a duration of 97:40 minutes, and a given dose of 976 ml. The pump was restarted at 18:03 with the same parameters, but the user stopped it again at 18:04. The pump started and stopped again at 18:05 due to an upstream occlusion error and an air-in-line error, but was restarted at 18:15. Finally, the pump was stopped at 18:16 with a total amount of 85.7 ml, a duration of 96:52 minutes, and a given dose of 976 ml. It can be concluded that the infusion was not completed within the expected timeframe, but the pump ran the correct amount of drug respect to the time, and the errors that occurred, including air-in-line, upstream occlusion, and downstream occlusion. The alarms do not necessarily indicate a device problem, so from the ehl, we cannot assess any problem. Should additional relevant information become available, a supplemental report will be submitted.